Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched because the biomed evaluate the iabp unit and replaced the printer to resolve the issue. All functional and safety checks performed to meet factory specifications and the unit was returned to use. H3 other text: not returned to manufacturer.

Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) had a a printer failure. The console was not in use at the time. Troubleshooting aid was given to no avail. The console was labeled as "printer not woorking, biomed to service." No patient injury or harm was noted.